Manufacturer narrative:
The customer's reported condition of fail code 570 was confirmed. A corrective and preventative action and filed corrective action have been initiated.

Event description:
A fail code 570. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.